Manufacturer narrative:
No product was returned for evaluation. The evaluation of the submitted system controller log file confirmed a no external power event; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted system controller log file captured a transient no external power and associated low voltage hazard alarm on (B)(6) 2018 at 01:17:04 am while the vad system was connected to an mpu. The voltage levels suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller's internal backup battery powered the pump during this no external power event. No other unusual events were observed in the data, and the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The device serial number was not provided; therefore, a review of the device history records could not performed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and reported a no external power. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this event, there were no interruption in pump support to the patient. Additional information was requested but not provided.